Event description:
It was reported that the pump experienced a malfunction. The customer continued to use the pump for insulin therapy. Reportedly, the customer¿s blood glucose (bg) level was 583 mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.